Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump pushed all the insulin out during the load step and emitted a no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed evidence of a load step malfunction on the reported event date with no cartridge detected and loss of prime due to zero force warnings. During testing, the pump powered on and displayed the verify screen. The pump passed the ez prime steps and was able to load and prime a cartridge successfully. The force sensor calibration was found to be within specifications. The pump cover was opened and no damage was found to internal circuit board. The complaint could not be duplicated.